Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report #s 3005099803-2012-05453, 3005099803-2012-05454, 3005099803-2012-05455, 3005099803-2012-05456, and 3005099803-2012-05457 address the other devices. It was reported to boston scientific corporation that an rf3000 radiofrequency generator, four polyhesive patient return electrodes, and a leveen standard electrode were used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, both of the patient's legs had been amputated; therefore, the locations of the four grounding pads were improvised: two pads were placed on the inner thigh and two were placed on the buttocks. The ablation was then performed and completed using all the original devices. Following the procedure, the general practitioner (not the attending physician) noted that the patient had received second degree burns under the four grounding pads. It is unknown if/how the burns were treated. It was reported that the rf3000 radiofrequency generator has been used successfully in procedures since this event